Event description:
The device has not worked in six years. A company representative tried to get it working and said it would no longer work. MRI of the low back, not device related, compatibility guidelines were requested. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# n0037951, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 377760, lot# n0040895, implanted: (B)(6) 2005, product type: lead. (B)(4).